Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that two weeks and four days post port placement, the patient allegedly experienced pain and swelling. It was further reported that venous ultrasound was performed, which confirmed occlusive thrombus within right internal jugular vein. Furthermore, angiogram port check was performed which showed right internal jugular deep vein thrombosis. Reportedly, it was also noted that the port was accessed the day before and did not function. The current status of the patient is unknown.

Event description:
It was reported that two weeks and four days post port placement, the patient allegedly experienced pain and swelling. It was further reported that venous ultrasound was performed, which confirmed occlusive thrombus within right internal jugular vein. Furthermore, angiogram port check was performed which showed right internal jugular deep vein thrombosis. Reportedly, it was also noted that the port was accessed the day before and did not function. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, medical records were provided for review. Medical record review states that right port placement procedure for chemotherapy treatment. After eighteen days later, the patient affected with right neck swelling and pain. A CT was showed thrombosis of the lower portion of the right internal jugular vein. Angiogram study showed no complication of the port and no leak of contrast. Therefore, it can be confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based on the available information the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks and four days post port placement, the patient allegedly experienced pain and swelling. It was further reported that venous ultrasound was performed, which confirmed occlusive thrombus within right internal jugular vein. Furthermore, angiogram port check was performed which showed right internal jugular deep vein thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; medical record was provided for review. The medical record alleges that the patient underwent right internal jugular vein port placement procedure. Approximately, eighteen days later, the patient experienced right neck swelling and pain. A CT was showed thrombosis of the lower portion of the right internal jugular vein. Angiogram study showed no complication of the port and no leak of contrast. There was no fibrin sheath and port function well. Therefore, it can be confirmed that the patient experienced neck swelling, pain and thrombosis at right ijv. The investigation is inconclusive for the reported difficult to flush and suction issues as no such problems related to the port was reported during angiogram study, however, the relationship to the port is unknown as no photo evidence was provided. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks and four days post a port placement, the patient allegedly experienced pain and swelling. It was further reported that venous ultrasound was performed, which confirmed occlusive thrombus within right internal jugular vein. Furthermore, angiogram port check was performed which showed right internal jugular deep vein thrombosis. The current status of the patient was unknown.